Manufacturer narrative:
Additional: b5, h6.

Event description:
New information notes that while monitoring this lead, the values for pacing impedance, defibrillation impedance, and capture threshold had constantly risen. Lead extraction had been discussed but not scheduled as of yet.

Event description:
New information notes that the lead was extracted and replaced. Calcification was noted on the tip of the lead. The patient was stable.

Manufacturer narrative:
Additional: b1, b2, b5, d7. H1, h6.

Manufacturer narrative:
Additional: d10. The reported events of high pacing lead impedance, high defibrillation impedance, high pacing threshold and ¿appears to be calcification at the tip of the lead¿ were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the partial lead found calcification covering the ring electrode and right ventricular shock coil which is assumed to be the cause of the rise in the pacing/hv impedance and capture threshold as indicated by the remote care records. Lead impedance test could not be performed due to as received procedural damage to the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a right ventricular lead with both defibrillation and pacing impedance high and out of range. Programming changes were made to address this issue. The patient was stable.